Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va30qf8, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-nov-27, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had had some diarrhea and the device was not controlling their bladder. Patient said they think the device slipped out of place while they were in the hospital after the implant procedure. Patient also said they were getting the fluttering sensation in their lower left buttock and not in their groin area. Patient's handset needed to be charged so patient requested a call back later this afternoon. Called patient back per patient's request. Reviewed how to connect to the ins. Patient said they could feel the ins through the skin. Patient reposition communicator multiple time and restarted the handset but was not able to communicate with the ins. On 2025-jan-17, additional information was received from manufacturer's representative(rep). It was reported that physician had no knowledge of the ins migration and he had not confirmed ins migration. The cause of the event was not known. Physician would contact the patient. It was in process to physician's knowledge. On 2025-jan-31, additional information was received from a patient. They reported that the patient called back and repeated that the lead slipped while they were in the hospital shortly after the implant procedure. The patient also repeated that they were feeling stimulation in their left buttock rather than their vulva. The therapy was not working, so the patient turned the ins off. The patient got an x-ray on 2025-jan-21, and they were following up with their managing healthcare provider (hcp) on friday to discuss the results.